Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed that the "upstream occlusion (uso)" alarms were found. The pump was found to have a uso sensor and uso seal that was improperly applied. The pump was tested for occlusion, and the uso alarmed at 1.1 psi. The cause of the customer reported problem was the defective uso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal and sensor, calibrated downstream occlusion (dso), reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump quit working intermittent. The event occurred during infusion, and there was patient involvement, but no patient harm reported.